Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had motor error on the screen and grinding noise when rewind. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had rewind more than once per prime. The insulin pump will not be returned for analysis.